Manufacturer narrative:
(B)(4). Brand name: uretex sup urethral support system. Catalog #: 485013. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. An unk align retropubic support system was reported to be used/implanted during this procedure. Additional information from the importer report: additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00654.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced recurrent genuine stress urinary incontinence, symptomatic cystocele (prolapse), foreign body in patient, erosion, blood loss, apical prolapse, graft exposure, genitourinary tract, extrusion, obstructive type voiding symptoms, incomplete bladder emptying, depression, anxiety, foreign body sensation, urinary urgency, low grade fever, urge incontinence, urinary retention, pushing/straining to urinate, urinary leakage, coag negative staphylococcus (infection), low back pain, non-surgical and additional surgical interventions. Per additional information received, the patient required non-surgical and additional surgical interventions.